Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A device pretest was performed and observed that the device had a loose set screw. Reliability engineering evaluated the device. Although the customer did not allege a deficiency, it was observed during functional testing that the device did not meet manufacturing specifications. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA in which the reporter was not aware of what was wrong with the device. It was unknown to the reporter whether or not the device was used in surgery or whether or not there were any injuries or medical intervention reported. There was no additional information provided.